Event description:
Today a primary IV set came apart below the plastic slide clamp. Materials is aware and the medline rep is in house today. This happened yesterday with a blood tubing set. Both are bd. Poor product sewing: (I. E. Vial, syringe, bag) manufacturer product quality issue. (B)(6).